Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator freezes when opening¿. Upon functional testing the fse found that defective collimator blades would not open. The fse replaced defective collimator. After replacement of the collimator, the system was returned to use in good working order.­ the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the collimator freezes when opening. There was no report of harm. Philips has started an investigation of this complaint.